Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was in the emergency room (ER) and the pump was alarming. The rep interrogated the pump and stated that the pump had gone dry. They did not have medication on hand to put in the pump, so they planned to refill the pump with saline and bridge the catheter volume with the internal tubing. The rep stated that they may do a dye study to verify the catheter integrity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the pump might have been dry due to a communication issue between the physicians taking care of this patient. They stated, "this turned out not to be the case. When they aspirated from the pump reservoir, there was still some drug left in the pump so it was determined the pump did not run dry after all. It was determined to be enough drug flowing through the pump to get the patient to a point for her refill which was completed the following day. Because of that, the catheter dye study was not performed". Additional information was received from the company representative (rep) reporting that the alarm being heard initially was the critical alarm going off. Additional information was received from a healthcare provider via company representative. It was reported that according to the healthcare providers notes on (B)(6) 2025, there was a low reservoir non-critical alarm and then on (B)(6) 2025, there was a critical empty reservoir alarm that started going off.